Manufacturer narrative:
Clinical review: based on the available information, there is no evidence that a malfunction or deficiency of any fresenius product or device caused the patient¿s fall with injuries. The patient is frail and ill, and the dialysis set-up is unknown due to travel which leads to the conclusion of an accidental trip and fall by the patient. This was supported by the pdrns belief of the same conclusion. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that this male peritoneal dialysis (pd) patient was in the hospital. The patient had fallen and landed hard on the heater tray of the liberty select cycler. Additional details were obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The nurse did not have all the details as the patient was in between clinics traveling from (B)(6) during a move. The patient had become tangled in the drain lines and tripped and fell. The patient broke both wrists and his nose as a result of the fall. The patient is very ill with cancer throughout his body and very weak. It is believed that is the reason for the patient becoming tangled and falling. It could not be confirmed if the patient was in active treatment at the time of the fall. The patient was traveling and not set up in a home environment which could have contributed to the trip hazard. The liberty select cycler user¿s guide warns the patient that drain lines can be a trip hazard and may result in falls. The patient was discharged from the hospital. The dates of the hospitalization could not be confirmed. No further information was provided.